Event description:
The customer reported via phone call that they had unexplained high blood glucose. Customer reported their blood glucose reached 560 mg/dl. It was also reported the customer received a low reservoir alarm, but did not receive a no delivery alarm after. Customer declined to troubleshoot for the insulin pump. The customer stated their allergies and cold was the cause behind their high blood glucose. The customer also reported inaccurate readings with their sensor, but declined to troubleshoot. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.